Event description:
When attempting to insert a bladeless 5mm versaport trocar and fixation sleeve it was noted by the scrub team that a small blue piece of the trocar had broken off. Dr. Was able to remove the trocar and broken tip.